Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated invalid/missing atrial high rate diagnostics. Analysis of the device memory indicated issues with the atrial rate histogram and the egm waveforms. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) exhibited the following: incorrect premature ventricular contractions (pvc) and premature atrial contractions (pac) counters, invalid data displayed on histograms, invalid electrograms (egm), inability to view atrial high rates. The ipg remains in use. No patient complications have been reported as a result of this event.